Event description:
It was reported that customer was in the hospital due to diabetes as well as other issues. It was not reported whether or not the hospitalization was blood glucose related. The caller initially reported that the customer was unable to clear a low reservoir alarm. Nothing further was reported at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.